Manufacturer narrative:
During a service visit by beckman coulter service personnel, the engineer confirmed an overflowing blade wash and determined the elbow fitting was obstructed. The fse replaced the cap piercer to resolve the issue. (B)(4).

Manufacturer narrative:
The cap piercer, pn 976950 was returned for testing. A visual inspection of the cap piercer and elbow fitting revealed no obvious defects and nothing unusual was noted. The cap piercer was placed on an instrument and multiple wash cycles were performed. No overflow/leak was observed. The complaint could not be reproduced. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro instrument was leaking from the cap piercer, described as "flooding." The customer observed fluid on the sample racks when exiting the analyzer. The issue was referred to a beckman coulter field service engineer (fse). No erroneous patient results were generated. In addition, no one came in contact with the fluid, so there was no biohazard exposure to open wounds or mucous membranes.